Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked right plunger case and the barrel clamp head did not go down all the way. Event history log review was performed and found no evidence of reported problem. Visual inspection and checked testing the syringe flange sensor were performed. Investigation could not duplicate 'check syringe flange sensor' error. According to the investigation, the customer must have incorrectly loaded syringe flange outside of the ear clip. No action taken for reported problem since no problem was found. Performed pm maintenance and all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited syringe flange sensor. No reported adverse effects or patient injury.